Event description:
It was reported that during a tibial plateau leveling osteotomy surgery, it was observed that the when the trigger was all the way depressed, the small battery drive device would not run. It was further reported that the device worked when the trigger was depressed halfway. The event occurred during a surgery on a canine. There was a twenty minute delay as a result. An identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be due to internal motor or electronic control unit (ecu) failure due to usage wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.